Manufacturer narrative:
Other applicable components are product ID: 8780, serial# (B)(4), implanted: (B)(4) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dosage via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient may be having a catheter revision today due to the hcp thinking the catheter was placed incorrectly in the spine. The patient has not had therapy efficacy since the implant on (B)(6) 2018. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that the catheter was removed and replaced on (B)(6) 2018. No further complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID 8780 lot# serial# (B)(4) implanted: 2018 (B)(6) explanted: 2018 (B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that the catheter was removed and replaced on 2018 (B)(6). No further complications have been reported as a result of this event.